Event description:
It was reported that percutaneous puncture for removal of intracranial arterial thrombosis. The patient had an infarction in the m1 segment of the right brain, and a 6f125 distal access catheter was used for thrombus aspiration. When the catheter reached the end of the internal neck, the resistance increased. Dsa revealed that the catheter was twisted, and then the catheter was removed. Found that the tip was severely twisted and the braided wire was broken. Replaced with a 5f125 distal access catheter, and the procedure was completed.

Manufacturer narrative:
The investigation of the returned sofia catheter found the device flattened at the distal end and at the distal tip. The device was also returned twisted at 109 cm from the strain relief; furthermore, several of the wires of the catheter braid broke through the exterior surface due to the deformation from the twisting, which is consistent with the condition described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the flattened sections and the twisted section, but the damage is consistent with the device experiencing forces exceeding the catheter's yield strength.

Event description:
It was reported that percutaneous puncture for removal of intracranial arterial thrombosis. The patient had an infarction in the m1 segment of the right brain, and a catheter was used for thrombus aspiration. When the catheter reached the end of the internal neck, the resistance increased. Dsa revealed that the catheter was twisted, and then the catheter was removed. Found that the tip was severely twisted, and the braided wire was broken. Replaced with a catheter, and the procedure was completed. No reported injury to the patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.